Event description:
Customer reported that her pump is not beeping. Suggest changing alert type to vibrate and performed self-test. Pump did not pass. She also reported that she experienced motor error alarm, during printing. Instructed customer to disconnect and return pump.